Manufacturer narrative:
Continuation of d10: 429888 lead implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted due to erosion, wound dehiscence and wound contamination. The patient was treated with intravenous (IV) antibiotics. The implantable cardioverter defibrillator (ICD) system was subsequently explanted due to infection. An ulcer with exposed device was noted during the procedure. A temporary pacing lead was placed for delayed pocket closure. Two days later, the incision was opened and there was sanguineous fluid. The pocket was debrided, the temporary pacing lead was replaced, and the ICD was re-implanted on the right side. Cultures were performed and were negative for bacteremia or endocarditis, however, the patient was given presumptive antibiotic treatment. A post-implant physical exam indicated there was ecchymosis at the site of the explanted device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, h6 (annex e codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted due to erosion, wound dehiscence and wound contamination. The patient was treated with intravenous (IV) antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was subsequently explanted due to infection. An ulcer with exposed device was noted during the procedure. A temporary pacing lead was placed for delayed pocket closure. Two days later, the incision was opened and there was sanguineous fluid. The pocket was debrided and a new crt-d system was implanted on the contralateral side. Cultures were performed and were negative for bacteremia or endocarditis, however, the patient was given presumptive antibiotic treatment. A post-implant physical exam indicated there was ecchymosis at the site of the explanted device. No further patient complications have been reported as a result of this event.